Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer received three false negative results when testing on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 23349b, reader sn (B)(4)). A repeat cue covid-19 test performed on the same day provided a positive result. On (B)(6) 2022, two cue-covid-19 tests were performed which provided positive results. From (B)(6) 2022, customer tested positive with five additional cue covid-19 tests. On (B)(6) 2022, customer tested positive with a pcr test from cvs. Customer was extremely ill on (B)(6) 2022 and symptomatic on subsequent days. Customer had no known exposure. Cartridges were stored within the validated temperature range.